Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. No ramping numbers or scrolling bar anomalies were noted. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside of the insulin pump was noted.

Event description:
Customer states when she attempts to administer a bolus shot the numbers on the screen continues to scroll. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.